Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 64025 was returned and analyzed. Visual inspection of the sheath showed the device was kinked on the shaft 1.3045 inches from the tip. In conclusion, the sheath failed the returned product analysis due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath was returned and tested out of specification per the manufacturer's investigation.